Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, there was no reported device malfunction and no reported patient effects associated with the steerable guide catheter (sgc). There is no indication of a product issue with respect to manufacture, design or labeling. H6: patient codes 4440, 4641, 4438, and 4644 were removed and 4582, 2199 were added.

Event description:
Subsequent the initially filed report, the following information was received: it was reported in an article review that this was a mitraclip procedure to treat the mitral regurgitation (mr) with a grade of 4+. The physician stated the sgc did not cause or contribute to the thrombus. One clip was deployed, reducing mr to 1+. No additional information was provided.

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Date estimated the unique device identifier (UDI) is unknown because the part number and lot number were not provided.

Event description:
This is filed to report thrombus, embolization, and medical intervention. It was reported in an article review that this was a mitraclip procedure to treat the mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the mitral valve; however, imaging showed a fibrin strand adherent to the sgc which was determined to be thrombus. The thrombus was floating and a decision was made to implant an unspecified cerebral protection device (cpd) which captured the thrombus. Additional heparin was administered. The thrombus disappeared and the procedure continued, and a clip was successfully implanted, reducing mr. Approximately 4 days later, the patient was discharged in good general conditions. There was no reported clinically significant delay in the procedure. No additional information was provided